Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 53 mg/dl and treated with carbohydrates. The customer was trying to upload pump information to care link but unsuccessful. The device will not be returned for analysis.